Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with high blood glucose. He said that he corrected with the pump, is still high and has blood in this infusion set tubing. The customer also mentioned that while he was on vacation, he had a low blood glucose of 40 mg/dl and corrected with food. He said that he will change his set soon and has been treating with the pump. The customer was offered troubleshooting for other issues but declined. He stated that he has had reoccurring issues with blood at the site because he does not have fat. The infusion set and the insulin pump are not returning for analysis.